Manufacturer narrative:
Correction: e4, h6.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The user facility reported that a 56-year-old male patient underwent attempted impella placement via the right femoral artery. The impella pump was reportedly started prior to being positioned inside sheath and not across the aortic valve. The pump abruptly stopped with a spiked motor current while the red ez guide lumen remained within cannula. The device was set aside, and a second impella pump was opened and successfully implanted. No patient injury was reported.

Manufacturer narrative:
Cp pump, sn: (B)(6), red lumen & usb were returned. Pump unintended start: clinical details noted that clinical staff accidentally started pump before pump was inserted in the sheath or into the patient. Red lumen still present in pump at time of unintended start. Returned product was inspected and no damage to returned pump was noted. A small kink was present on returned red lumen. Pump was connected to console and was able to run without issue. Data logs were reviewed and rt logs confirmed that pump was started before pump was inserted into patient. The cause of the unintended pump start was a user related issue based on clinical details provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.